Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Angina, dyspnea, stenosis and emergent or non-emergent surgery are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use, as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2013, the patient underwent placement of a 2.5 x 33 mm xience xpedition stent in the distal right coronary artery (rca) and a 3.0 x 12 mm xience xpedition stent in the mid rca. On (B)(6) 2015, the patient experienced dyspnea upon exertion; however, no treatment was provided and the patient condition continued. On (B)(6) 2015, the patient was re-hospitalized with angina, described as substernal chest pressure, which occurred with minimal exertion. Diagnostic angiography was performed on (B)(6) 2015 and noted distal left main stenosis with involvement of the proximal left anterior descending (lad) artery and circumflex (cx) artery, as well as in-stent restenosis in the rca. The patient's angina was resolved with nitroglycerin. On (B)(6) 2015, the patient underwent coronary artery bypass grafting x3, with placement of the left internal mammary artery to the left anterior descending artery and placement of the saphenous vein to the 2nd obtuse marginal and to the posterior descending artery. No additional information has been provided.